Event description:
Misfired while in use lot-n7a0255x following numbers are from 2 bar codes: (B)(4); covidien eet orvil auto suture transoral circular stapler anvil advancing proximal guide suture 25mm.